Manufacturer narrative:
A.1.- a.5. There was no patient involvement. H11: livanova deutschland manufactures the cp5 pump, the event occurred in the united states. Livanova field service engineer dispatched onsite confirmed the issue. The pump was not repaired since at end of life status and was removed from service. A review of the device service history confirmed that no similar events have been communicated to livanova since its manufacturing date (2007). A review of the complaints database did not identify any trends associated with this type of failure. Based on investigation findings, the most likely root cause of the event is associated with a defective cp5 drive unit or control panel, likely caused by progressive wear of the electromechanical device. This wear could have been initiated or accelerated by the specific use conditions at the customer's site, including situations that may be unintended, occasional, or not consistently repeated that can produce cumulative effects over time. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that the centrifugal pump cp5, used as arterial pump, provided unstable flow during procedure. There was no patient involvement.